Event description:
It was reported that a caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided information for a complete pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error, and the caller successfully started their sensor session.